Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: ste 2600. Serial: (B)(6). Batch: 7071459. UDI:(B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation and increased charging burden. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were retained by the medical facility and will not be returned.